Event description:
A 59 y/o male brought into ed for c/o ams and unresponsiveness. Pt found to be hypothermic and in severe sepsis. Pt missed 2 days of hemodialysis. Around 2055, pt was found to be in asystole by rn. Resuscitation efforts initiated and rosc achieved. Upon investigation, it was discovered that the central monitor had sound failure due to audio jack being unplugged. It is unknown how audio jack suddenly became unplugged from central monitor. Video footage reviewed and did not appear that anyone tampered with audio jack behind the central monitor. When attempting to extract/retrieve data to determine response time from asystole event, local team was not able to obtain information because patient was never admitted. Therefore, full disclosure report is not available. Functional testing of central monitoring device tested and was functional after audio jack was inserted.